Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. False elective replacement indicator (eri) was triggered on (B)(6) 2016 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. Battery voltage was 2/71 volts and battery status was ok on (B)(6) 2016.

Event description:
It was reported that at implantable pulse generator (ipg) device check there was an estimated four years remaining longevity. It was further reported that approximately three months later the device triggered elective replacement indicator (eri). The device was reprogrammed back to standard settings however a battery measurement was not available. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.